Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced two days post implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant products: 5086mri-45, implantable pacing lead, (B)(6) 2013; a2dr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).